Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority ((B)(4)) in united states on 12-jan-2016. It refers to herself, who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. Consumer reported that essure has caused her hair loss, pain in left side down into her leg, heavy periods, painful periods and painful intercourse. Essure should not have been implanted in her because she only had one fallopian tube and this is a contraindication. She will be having a hysterectomy to remove it (the date provided was unreadable). A serious injury, required interventions was mentioned but not specified and/or assigned to one of the events. No follow up is possible due to unavailable reporter contact information. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had heavy periods after essure (fallopian tube occlusion insert) insertion. According to her, a hysterectomy was scheduled. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. After essure insertion, menstrual changes may occur. In this case, limited information was provided. However, given event's nature and in the lack of an alternative explanation causality with the suspect device cannot be excluded. This case was considered an incident, since a surgical intervention will be required for essure removal. A product technical analysis is being sought. No active follow-up is possible due to lack of contact details.

Manufacturer narrative:
Follow-up received on 08-mar-2016: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had heavy periods after essure (fallopian tube occlusion insert) insertion. According to her, a hysterectomy was scheduled. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. After essure insertion, menstrual changes may occur. In this case, limited information was provided. However, given event's nature and in the lack of an alternative explanation causality with the suspect device cannot be excluded. This case was considered an incident, since a surgical intervention will be required for essure removal. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up is possible due to lack of contact details.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.